Event description:
Patient (B)(6) was unable to drain and not able to complete treatments. Patient will be seeing the surgeon to have catheter examined. Patient is currently doing only manual treatments until the catheter issue is resolved. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).